Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set soft cannula bent event on (B)(6) 2024. Insertion site was at thigh. Event occurred after three hours of insertion. Blood glucose levels were high (specific value unknown) at the time of event. Patient took correction injection via multi-daily injections to address the event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.